Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th may 2025, it was reported by a distributor via email that an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black), could not be screwed into the calcaneus successfully. This was detected during use in an achilles repair procedure on (B)(6) 2025. The procedure was completed successfully using another swivelock. 19 may 2025 - the distributor replied that the driver tip was broken so it could not swivel screw into the bone even though the surgeon had already tapped the target spot several times. The main damage was on the driver tip instead of the screw itself, but this caused the screw to not be inserted into the bone. The screw was not able to go in anymore.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the driver was damaged. It was further noted that the screw appeared to be damaged as well. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.